Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed compromised force sensor. System. Customer cannot recall blood glucose at the time of incident. Troubleshoot was not performed. Customer said drive support was sticking out. The insulin pump will be returning for analysis.